Event description:
It was reported that a patient received inappropriate atp therapy. The patient was in a man-made hot springs during the event and was unaware of the therapy. The electrograms confirmed the presence of electrical noise, maybe from the equipment at the hot springs or that had conducted through the water. The patient continued to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.